Event description:
During remote follow up, noise resulting in oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention was performed at this time. The patient was in stable condition.